Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was observed that the trip wire came out of the handle and the elastic bands were impossible to release. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6), 2020*** it was reported that the anatomy location was in the esophagus performed on (B)(6), 2020. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally, there was no difficulty experienced upon setting up the device. ***additional information received on (B)(6), 2020*** it was reported that the procedure performed was a band ligation.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 2907 for the reportable issue of trip wire detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b3, b5, e1, e3

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 2907 for the reportable issue of trip wire detached. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was received, while the ligator head was not returned with the device. It was noted that the trip wire was partially rolled in the handle assembly; however, the tripwire was not secured in the handle and did not have an evidence that the trip wire was secured in the handle slot. Additionally, the handle bracket was damaged due to the tripwire embedded on it, confirming the reported failure of trip wire detachment. It was possible to observe that the suture was cut and a section returned was attached to the tripwire loop and also, there were three knots observed. The trip wire was not broken nor detached. Functional evaluation was not performed due to the returned device condition. No other issues with the device were noted. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the slack in the trip wire was not removed properly and was not properly secured in the handle slot indicated in the step 4, 7, and 8.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was observed that the trip wire came out of the handle and the elastic bands were impossible to release. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020*** it was reported that the anatomy location was in the esophagus performed on (B)(6) 2020. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally, there was no difficulty experienced upon setting up the device. ***additional information received on (B)(6), 2020*** it was reported that the procedure performed was a band ligation.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was observed that the trip wire came out of the handle and the elastic bands were impossible to release. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.